Manufacturer narrative:
The hill-rom technical support suggests checking the linkage. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It si unk if the facility performed preventative maintenance on their beds. No further information is available on the repair of th e bed at this time. The investigation is ongoing, however if any additional relevant information si identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).